Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed by bpv field assurance engineer. The photo shows one crosser catheter coiled and knotted with a kink approximately 20cm from distal tip. Based on the photo the investigation can be confirmed for core wire fracture. Conclusion: based on the photo review the investigation is confirmed for core wire fracture, and inconclusive for over heating since the device was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: -when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not activate the crosser recanalization system without proper irrigation. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the angioplasty procedure for a severely calcified lesion in the right common femoral artery (cfa) by a contralateral approach from the left cfa, the core wire of the recanalization catheter allegedly fractured. Reportedly, the catheter was hot to the touch from the beginning of activation. Before reactivating the recanalization catheter, the core wire allegedly fractured approximately 20 cm from the distal end of the catheter. Furthermore, another device was used to complete the procedure. There was no reported patient injury.